Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp4a.251205.006.s926usqu5dzdr hardware: sm-s926u cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 356 mg/dl while wearing the pod between 4 and 24 hours. When the pod was removed from the infusion site on their abdomen, the pod's cannula was found bent upward and not properly inserted. Additionally, the patient mentioned they noticed insulin leaking from the pod prior to removal of the device. As treatment, a new pod was applied.